Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that no aspiration at unknown timing of cataract surgery with intraocular lens implant. The procedure was completed after replacement of cassette with new one. There was no information about patient impact.

Event description:
Upon receipt of new information, it was confirmed that the reported issue with aspiration occurred during calibration, which does not meet the criteria for regulatory requirement.

Manufacturer narrative:
Corrected information was updated in b.2., b.5. And h.11. Upon receipt of new information, it was confirmed that the reported issue with aspiration occurred during calibration, which does not meet the criteria for regulatory requirement. No further report will be submitted under mfg. Report no.1644019-2026-00313. The manufacturer internal reference number is: (B)(4).